Event description:
The customer states that the EKG backing was discovered in the throat. In the procedure, the laryngeal mask airway that was used in the anesthetic to secure the airway under anesthesia is somewhat clear and lubricated generously. The backing of the EKG electrode that is also routinely used is clear. During the procedure, the lubricant used on the laryngeal mask airway (lma) came in contact with the clear EKG backing and stuck to it while on the table; the lubricant rendered the plastic disk transparent. The lma is placed blindly in the throat and carried the disk (that stuck to it) into the fold of the throat, not interfering with the airway, in any way. When the lma was removed at the end of the case, the disc (clear EKG backing) remained behind.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.